Event description:
During an in-clinic follow-up, the device was interrogated, however, no signals were displayed in the intracardiac electrograms (egms). Abbott technical support was contacted, but could not identify a cause of the egm anomaly. No intervention was performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information received indicated the device was later explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of no signals seen on the egm was confirmed. Based on the information provided, it was determined that the issue is likely due to a display anomaly. Further investigation could not be performed at this time with the information available.